Event description:
A physician's office reported that comparison tests were performed using contour and a competitor's meter. The contour read in the 101-108 mg/dl range, while the other meter read in the 200 mg/dl range. Depending on the readings of the competitor's meter, the difference could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No other info was provided about this event.

Event description:
Caller states patient tested 7.4 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. Patient's coumadin dose was held for 2 days based on meter and lab values. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.